Manufacturer narrative:
On 7/8/2020, the product investigation was completed. It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase of the procedure, a perforation on the posterior lateral wall near the apex of the left ventricle (lv) occurred when the physician was maneuvering the thermocool® smart touch® sf bi-directional navigation catheter in the lv when the catheter suddenly went through the fast anatomical mapping (fam) shell on the carto 3 system. The soundstar catheter was used to confirm the ablation catheter had perforated the lv resulting in cardiac tamponade. Pericardiocentesis was performed to remove 1.5l of fluid from the pericardial space. The patient remained hemodynamically stable through the whole procedure. It is unknown if the drainage tube for the pericardiocentesis was removed when the patient left the ep lab. The patient was not admitted and was discharged as it was an outpatient. The patient¿s condition was reported as improved. Device evaluation details: the device was visually inspected, and it was found in normal condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the deflection test was performed, and it was found within specifications. The cool flow pump test was performed and found within specification, then the patency test was performed, and the catheter was irrigating correctly. A manufacturing record evaluation was performed for the finished device 30368286m number, and no internal action related to the reported complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter secondary contact: dr. (B)(6). Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase of the procedure, a perforation on the posterior lateral wall near the apex of the left ventricle (lv) occurred when the physician was maneuvering the thermocool® smart touch® sf bi-directional navigation catheter in the lv when the catheter suddenly went through the fast anatomical mapping (fam) shell on the carto 3 system. The soundstar catheter was used to confirm the ablation catheter had perforated the lv resulting in cardiac tamponade. Pericardiocentesis was performed to remove 1.5l of fluid from the pericardial space. The patient remained hemodynamically stable through the whole procedure. It is unknown if the drainage tube for the pericardiocentesis was removed when the patient left the ep lab. The patient was not admitted and was discharged as it was an outpatient. The patient¿s condition was reported as improved. No ablation had been delivered with the thermocool® smart touch® sf bi-directional navigation catheter. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition and procedure related. Transseptal puncture was performed with an abbott brk needle. The force visualization feature used was vector, the force was 35 through the lv, was out of the fam, and vector was pointing superiorly. Total mapping time: 3 hrs and 30 min.